Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 32 mg/dl. No other information was provided. Customer support attributed this event to inaccurate delivery. This complaint is being reported as the patient experienced hypoglycemia and the pump could not be ruled out as a cause/contributor.